Manufacturer narrative:
(B)(4). Evaluation pending, attempting to retrieve the device and event data for investigation.

Event description:
AED deployed during flight where the subject was not resuscitated.